Manufacturer narrative:
(B)(4). This lead was not returned as records indicate it was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had exhibited decreased pace impedance measurements from the 900-ohm to 400-ohm range and oversensing of atrial fibrillation/tachycardia. In addition, low amplitude measurements were noted. It was determined this rv lead had dislodged. This rv lead was explanted, and replaced. No additional adverse patient effects were reported.